Manufacturer narrative:
Device evaluated by MFR. The device was returned for evaluation. The pouch was received opened, containing a hoop with the rotawire inside and did not show damages; however, stains were noted inside. Stains were also noted on the hoop and clips which matched with what was found inside the pouch. Dimensional inspection noted the device to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that foreign matter was present on rotawire. A 330cm rotawire¿ was selected for use. During unpacking, it was noted that the rotawire looked rusted/dirty. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was present on rotawire. A 330cm rotawire¿ was selected for use. During unpacking, it was noted that the rotawire looked rusted/dirty. The procedure was completed with another of the same device. No patient complications reported.